Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a complaint directly from the nurse at unicamp notification about dignishield - closed feces management system. Per follow up information received via ibc on 03apr2025, it was reported that at the time the syringe connection broke, making it impossible to deflate the cuff. They had to wait for it to deflate. The cuff was leaking before removing the fecal incontinence catheter from the patient. They were informed by the nurse in the sector that the patient was using a fecal incontinence catheter when they noticed feces leaking around the catheter. When they checked the volume of the cuff, they saw that it did not have 45 ml of distilled water. They filled the cuff and readjusted the fecal incontinence catheter on the patient during the afternoon shift. When the nurse went to work at night, the nurse noticed feces leaking again. Nurse checked the cuff and found that it had less than 45 ml. Nurse filled the cuff again with the missing amount of water. The next day, when they performed the cuff test again, the needle connection broke from the fecal incontinence catheter, making it impossible to deflate the cuff to remove the fecal incontinence catheter from the patient. After waiting for the cuff to deflate, they removed the fecal incontinence catheter and inserted a new fecal incontinence catheter into the patient. This new fecal incontinence catheter presented the same problem with the cuff. Every time they checked the ml, there was no water in the balloon.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No additional actions can be taken at this time. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a complaint directly from the nurse at unicamp notification about dignishield: closed feces management system. Per follow up information received via ibc on 03apr2025, it was reported that at the time the syringe connection broke, making it impossible to deflate the cuff. They had to wait for it to deflate. The cuff was leaking before removing the fecal incontinence catheter from the patient. They were informed by the nurse in the sector that the patient was using a fecal incontinence catheter when they noticed feces leaking around the catheter. When they checked the volume of the cuff, they saw that it did not have 45 ml of distilled water. They filled the cuff and readjusted the fecal incontinence catheter on the patient during the afternoon shift. When the nurse went to work at night, the nurse noticed feces leaking again. Nurse checked the cuff and found that it had less than 45 ml. Nurse filled the cuff again with the missing amount of water. The next day, when they performed the cuff test again, the needle connection broke from the fecal incontinence catheter, making it impossible to deflate the cuff to remove the fecal incontinence catheter from the patient. After waiting for the cuff to deflate, they removed the fecal incontinence catheter and inserted a new fecal incontinence catheter into the patient. This new fecal incontinence catheter presented the same problem with the cuff. Every time they checked the ml, there was no water in the balloon.